Manufacturer narrative:
The technician found the side rail is bent. The technician replaced the side rail to resolve the issue.

Event description:
The technician alleged the side rail is not latching. No pt impact.